Event description:
It was reported that it took longer time to inflate and deflate the balloon, around 2 to 3 times than usual. No patient injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The sample was returned and visually inspected. No balloon guard was returned, however, the refolding tool was returned with the sample. The balloon was folded in two wings. There were no kinks visible on the catheter. Patency was checked with a 0.035" guidewire and it passed. The balloon was inflated to 27 atm and time was measured. The balloon was checked for holes. No bubbles were noticed on the balloon. Deflation time was measured and the results showed that deflation time was approximately 9 seconds over the specification. The balloon was dissected. The deflation lumen appeared to have buckled, creating an oval shape. It is hypothesized that with excessive force, the balloon was pulled out of the sheath causing the oval shape inflation hole. It is unknown if patient or/and procedural issues contributed to this event. Investigation is confirmed for difficult to deflate. The root cause for this event is unknown.